Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise, oversensing and impedance measurements of greater than 3000 ohms. The patient also experienced muscle/pocket stimulation. A surgical revision was performed and the lead had the appearance of a fracture under the patient's clavicle. The physician attempted to remove the lead; however, the lead became caught under the patient's clavicle and could not be fully explanted. The physician cut the lead near the mid-distal end and surgically abandoned the remaining portion of the lead which could not be explanted. No additional adverse patient effects were reported.